Event description:
During a leed revision procedure, the implant would not communicate with the external equipment. The pt failed to charge the implant, prior to the procedure. The surgeon decided to implant the pt with a new advanced bionics spinal cord stimulator.